Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ivc perforation, thrombus, tilt, dyspnea, anxiety, depression, numbness, impaired cognitive function, vision impairment/loss, back/abdominal pain, internal discomfort. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dyspnea, anxiety, depression, numbness, impaired cognitive function, vision impairment/loss, back/abdominal pain, internal discomfort is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter in conjunction with orthopedic surgery. Patient is alleging device tilt and organ perforation. Patient notes and further alleges experiencing "blood clots, shortness of breath, numbness in the extremities, impaired cognitive function, vision impairment/loss, back pain, abdominal pain, and internal discomfort, depression and anxiety. Per a computed tomography (CT) abdomen: "an ivc filter is present with the superior filter apex located at the level of the renal veins. There is a dorsal tilt of the filter relative to the inferior vena cava with the apex of the filter contacting the posterior wall of the inferior vena cava. The angle of the filter is approximately 20 degrees posterior. The filter struts are intact without bending or fracture. Four of the vena cava struts exit the inferior vena cava. A right-sided strut exits the inferior vena cava for approximately 0.4 cm and similarly a posterior strut exits the inferior vena cava for approximately 0.5 cm. A left-sided strut exits the inferior vena cava and extends into the retroperitoneal fat. This is outside of the vena cava for approximately 1.0 cm. An anterior strut exits the vena cava for approximately 0.9 cm. This strut contacts a wall of a duodenal diverticulum. This duodenal diverticulum arises from the third portion of the duodenum. This does not appear to extend intraluminally. The ivc is normal in caliber without stenosis". "Impression: ¿3. Left common iliac vein has a venous stent".

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.